Event description:
A malfunction alarm was reported, coded as malf 0, and did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared.